Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose for the past 30 days. Customer reported their blood glucose declined to 43 mg/dl at the time of incident. Customer's current blood glucose was 41 mg/dl. Customer has treated their blood glucose with food. Troubleshooting found the drive support appeared to be normal. It was also found the settings on the customer's insulin pump was changed recently. The customer was advised to consult with their health care provider. The customer declined to return the insulin pump for analysis.